Event description:
Reporter stated that patient's blood glucose was measured, on the aviva system, with back to back results of 538 mg/dl, 123mg/dl, 87 mg/dl, and 99 mg/dl. Reporter indicated that, at the time the results were obtained, patient was not exhibiting symptoms of hyperglycemia or hypoglycemia. Patient's therapy was not modified based on these values. No patient injury was reported and no treatment was received. A level-one quality control test was performed on the aviva system and the value was within the acceptable range. Technical support requested the return of the suspect product replacement product was shipped.